Event description:
The customer reported to olympus, the evis lucera duodenovideoscope's tip cover was hard to remove. Inspection and testing of the returned device found the adhesive on the lighting lens was peeling off and there was a gap in the adhesive or dirt had entered the lens through the gap. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the adhesive part of the lighting lens had come off, shadows were visible in the image, ghosting was visible in the image, there was discoloration of the tip body, the operation part was discolored, the forceps plug cap has been scraped off, and there was water on the electrical connector. Scratches were found on the objective lens, the tip body, the insertion tube, the operation part, the tip cover, the light lens, the switch box, the operation unit cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the grip, the universal cord, the operation part side of the universal cord, the scope connector side of the universal cord, the scope connector, and the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the customer, stating that the reported issue ¿tip cover does not come off¿ occurred on (B)(6) 2022. It was observed when the user was attempting to wash it after use in an unspecified therapeutic procedure. The customer noted that when the subject device was inspected before use, there was no abnormality observed, and the procedure was completed successfully with no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the peeling adhesive was likely due to use stress, handling, or external factors; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.